Event description:
"Initially, device was working well and part way through the thrombectomy it began to not function well- and was subsequently replaced by another device during the procedure." This is first time product was used at our facility.